Manufacturer narrative:
Technician stated that the patient alleged that while she was laying on her rh side, she pushed down on the rh rail attempting to push herself up in bed. Patient alleged that the rh intermediate rail dropped and she fell out of bed, bumping her head. Patient refused treatment and stated that she was ok. Technician tested the siderails and they latched and held correctly, no problem found.

Event description:
Facility information received alleged that a patient was in the bed and the siderails were up. The account alleged the patient tried to pull herself up by the siderails and the siderails released and the patient fell.